Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with an inoperative "select" button on the channel a pump head module keypad was confirmed during product evaluation. This condition was caused by fluid intrusion. The keypad was replaced to correct the reported condition. Additional information: this involved a colleague p1.5 infusion pump with a user interface module software version of 5.48.92.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with inoperative "select" button on the channel a keypad. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.48.92.